Event description:
It was reported that, soon after implant, this inflatable penile prosthesis (ipp) exhibited inflation difficulty. Three years later, inflation issues were ongoing. It was indicated that when inflation was attempted, a noise was heard, similar to the deflating sound. Records indicate that the device remains in service. No patient complications were reported.

Event description:
It was reported that, soon after implant, this inflatable penile prosthesis (ipp) exhibited inflation difficulty. Three years later, inflation issues were ongoing. It was indicated that when inflation was attempted, a noise was heard, similar to the deflating sound. A surgical procedure was performed. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually and microscopically examined. Both cylinders had wear at folds in the middle of the cylinder bodies. The first cylinder had a hole that led to a leak in the middle of the cylinder body; however, this was result of sharp instrument damage likely occurring during explant. The kink resistant tubing (krt) of the first cylinder was worn down to the filament and the rear tip extender also presented wear. The second cylinder was functionally tested and passes all tests performed. The pump was visually and microscopically examined, revealing a hole in the krt result of sharp instrument damage. The krt was trimmed down for functional testing. The component did not pass the activation tests 2 and 3 as well as the valve active state test. Based on the information available and analysis results, the pump not passing the activation tests and the valve active state test could have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient ams 700 lgx inflatable penile prosthesis did not inflated and function properly soon after surgery. The patient consulted with the doctor, and a mechanical failure was suspected, but it could not be confirmed since the device was not explanted.